Event description:
On (B)(6) 2024 seaspine was made aware of an intra-operative locking cover fracture that occurred on (B)(6) 2024. It was reported that the locking cover would not drive down and lock normally. When it was torqued, it sheared, and the threaded part broke off. It is unknown if any components of the fractured locking cover were left implanted.

Manufacturer narrative:
Multiple attempts were made to obtain further information; no response has been received. No product was returned for evaluation. Possible adverse events: bending, disassembly, or fracture of implant and components.